Event description:
The motor leaked oil into sterile field. On follow up, it was reported that during a craniotomy, oil leaked into the wound site. It was not known wheter medical intervention, such as excess irrigation or irrigation with antibiotics, occurred. An add'l report of the same malfunction was noted.